Event description:
It was reported that patient underwent hip arthroplasty utilizing a three-hole acetabular cup on (B) (6) 2009. During the procedure, the package for the three-hole cup was opened, but a solid cup was found inside. The surgeon implanted the solid acetabular cup with no complications.

Manufacturer narrative:
Review of device history records indicates incorrect labeling issue of a one-unit lot.